Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. The patient age was reported to be over 18 years. According to the complainant, during the procedure, the balloon leaked on the first attempt to inflate. It is unknown what pressure the balloon was inflated to when it leaked. A 50/50 mixture of saline and contrast was used to inflate the balloon. The physician completed the procedure with this device with no patient complications. The patient's condition at the conclusion of the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. The patient age was reported to be over 18 years. According to the complainant, during the procedure, the balloon leaked on the first attempt to inflate. It is unknown what pressure the balloon was inflated to when it leaked. A 50/50 mixture of saline and contrast was used to inflate the balloon. The physician completed the procedure with this device with no patient complications. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Additional information: 'upn', 'device lot number', 'device expiration date', and 'device manufactured date' fields were updated with additional information. Device evaluation: the returned device was received with the balloon deflated, but attached to the encore inflation unit. Visual and tactile examination of the device revealed that the balloon was folded around the shaft, which was not damaged. There was evidence of the balloon being previously prepped. A functional examination of the balloon revealed that there was a pinhole leak at the distal edge of the proximal markerband. A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. The investigation concluded that operational context contributed to this event.